Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, remaining within normal range. Customer was assisted by technical support in resetting the pump, and the code did not recur afterward. Customer was advised to continue using the pump and instructed to call back if the issue occurs again, which they understood and acknowledged. No further assistance was required.